Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during an right ventricular (rv) lead extraction procedure, this cardiac resynchronization therapy defibrillator (crt-d) was reported to have had a contamination issue, so it was also replaced. When the physician attempted to connect this crt-d to the new lead, it was noticed that a setscrew had come out of the header. No additional adverse patient effects were reported.